Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. The customer's blood glucose level had no adverse impact. Reportedly, the customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level. As the patient declined further follow-up, no additional corrective actions were documented, and technical support used the pump's serial number to create a case for documentation purposes.